Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
An unknown contact from a hemodialysis (hd) user facility reported to fresenius via fax that a combiset blood leak occurred during a patient¿s hd treatment. The leak was coming from the blood pump tubing. Upon follow-up with the clinical manager (cm) from the facility, it was reported that there were no known combiset blood leaks. Multiple follow-ups were performed with the cm, and minimal additional details were provided through these efforts. The most recent follow-up indicated that a blood leak did in fact occur during a patient¿s treatment. The cm said that air had entered the extracorporeal circuit (ecc). The ecc was replaced, and treatment was resumed. The amount of blood loss due to the event was not specified. There were no reports of the patient experiencing any adverse effects or requiring medical intervention. No sample was available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An unknown contact from a hemodialysis (hd) user facility reported to fresenius via fax that a combiset blood leak occurred during a patient¿s hd treatment. The leak was coming from the blood pump tubing. Upon follow-up with the clinical manager (cm) from the facility, it was reported that there were no known combiset blood leaks. Multiple follow-ups were performed with the cm, and minimal additional details were provided through these efforts. The most recent follow-up indicated that a blood leak did in fact occur during a patient¿s treatment. The cm said that air had entered the extracorporeal circuit (ecc). The ecc was replaced, and treatment was resumed. The amount of blood loss due to the event was not specified. There were no reports of the patient experiencing any adverse effects or requiring medical intervention. No sample was available to be returned for evaluation.